Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call. The cse cleaned the system and found significant reagent deposit near the reagent dispense port 2 of the incubation ring. The cse removed the deposit and cleaned all other dispense ports. The cse cleaned debris from the j-channel to reduce sticking of cuvettes. The cse checked all dispenses as well as fittings, fluid reservoirs, and diluter performance. The cse performed a vacuum test, and dark counts including a cuvette empty and fill. The customer ran quality control (qc) and precisions, and all results were in the acceptable range. The cause of the discordant, falsely elevated tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on three patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and on an alternate advia centaur instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.